Event description:
It was reported that a user experienced elevated blood glucose (bg) to 212 mg/dl after pausing insulin delivery on the ilet for over six hours. Bg decreased to 198 mg/dl after insulin delivery was resumed, and the user received education on the risks of prolonged pausing and device maladaptation. Symptoms included hyperglycemia. Outcomes included troubleshooting and user education without alerts, alarms, disconnection for exercise, hospitalization, or further clinical intervention. Investigation included customer care review and counseling on appropriate device use. Investigation of this case revealed user-initiated interruption of insulin delivery as the precipitating factor, with device performance normal after resumption and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to extended pausing of insulin delivery.